Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas were leaking during a vitreoretinal procedure. The procedure was completed without consequences to the patient. The product was disposed of after the case; therefore, a sample is not available for evaluation. Additional information has been requested.

Manufacturer narrative:
A device history record (DHR) was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the DHR. A complaint history examination indicates this is the first complaint associated with the reported lot. No sample was returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described; however, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. The manufacturer internal reference number is: (B)(4).